Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplement medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a hydrajagwire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stone removal in middle common bile duct performed on (B)(6) 2009. The sphincter was cannulated with an autotome and the hydrajagwire. Access was achieved and the wire was high up in the hilus area. The sphincterotomy was carried out. After this the sphincterotome was withdrawn and the guidewire was in place. An extractor rx balloon was inserted over the guidewire and introduced into the common bile duct. Stone removal was successful after the first "sweep". During this sweep the guidewire was coming out a little bit, approx 10cm. It was discovered that the guidewire had a "thorn" in the insulated jacket; there was damage between the wire and the dream tip end. The procedure was carried out and finished with another. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as very well.